Event description:
N/a.

Manufacturer narrative:
Initial MDR was submitted with an aware date and date of event of aug 03,2023 additional information received on sept 27, 2023 clarified the aware date and date of event as being aug 28, 2023.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has failed the battery test, and is currently out of order. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to character limit in block e1 event site name: st john of god murdoch hospital. Updated fields: b4, d8, d9, e3, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected field: b5, d4 (UDI), g2, h6 (medical device problem code). A getinge field service engineer evaluated the unit and dismantled the unit and replaced the power management board and batteries (0146-00-0097). The fse reassembled the unit and verified software comparability but the new power management board appeared to have a c version software. The fse dismantled the unit and programed the power management board and loaded a d.00 software version. Performed all safety tests as per getinge specifications. Reassembled the unit and tested to as/nzs3551. The unit was returned back to service fully function. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received the part number 0670-00-1162 pcb, power management, rohs serial number (B)(6) rev. B. Part number 0670-00-1162 pcb, power management, rohs serial number (B)(6) rev. B was visually inspected in which the fat dept. Observed, that component q27 was shorted (burned). This damage poses a risk to the cardiosave test fixture. Due to this damage and the risk it poses, this part cannot be investigated any further by the fat dept.

Event description:
It was reported that during a battery maintenance the cardiosave intra-aortic balloon pump (iabp) had a battery maintenance failure. There was no patient involvement.